Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and normal battery depletion was found that meets expected longevity.

Event description:
It was reported that the device was nearing elective replacement indicator. The device also had possible premature depletion due to high atrial threshold and high atrial output. The device was explanted and replaced. The atrial lead is still in use. No patient complications have been reported as a result of this event.